Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced low blood glucose (bg) levels for 2 days; however, no specific values were provided. Reportedly, customer had not eaten in order to prepare for a medical test that they are having performed. Customer did not indicate how bg levels were treated. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.